Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the remote arm controller (rac) involved with this complaint to perform failure analysis. The unit was analyzed but the reported failure could not be replicated or confirmed. The unit was installed to an in-house pca xi system, surgeon side console (ssc) started up as normal. It was passing voltage/current, fan was spinning. The unit was left idle for 15 minutes, power cycles ran for a couple hours without any errors. The complaint was not confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure an error 40006 was displayed. The intuitive surgical, inc. (Isi) technical service engineer (tse) asked to disconnect the surgeon side console 2 (ssc) and proceed with the surgery. The isi tse checked errors and found error 40006 on the remote arm controller 1 (rac) pointing to the ssc2. The isi tse recommended replacing the rac if the problem was still present after rebooting. The customer was completing the procedure robotically with no reported injury or harm. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering the system, and it powered on without errors. To resolve the reported issue and continue the procedure, the customer disconnected the ssc 2 and rebooted the system. The procedure was completed robotically using the ssc. The surgeon did not disable or discontinue the use of arms due to issue and the procedure was completed robotically with all 4 arms.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the remote arm controller (rac) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the rac for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.